Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant noted that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an axios stent and delivery system was used in the common bile duct during a cholangio-gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the puncture site was the stomach and the entry site was the common bile duct. Reportedly, the physician used too much cautery and perforated the back wall of the common bile duct. The physician was able to fully tamponade the back wall of the common bile duct and everything was fine. The procedure was successfully completed with this device.